Manufacturer narrative:
The device has been evaluated and the proximal end of the pushwire was found bent inside the instant detacher. (B)(4).

Event description:
It was reported that the proximal end of the pusher assembly stuck inside the instant detacher during coil detachment. No patient injury reported.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).